Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the first firing, the device did not fire. The surgeon was not able to press the green button, but was able to squeeze the handle. In order to resolve the issue and complete the case, they opened another manual stapling handle. There was no patient harm. The patient status is alive, no injury.